Manufacturer narrative:
When the device will be returned an analysis will be done and a follow-up will be send with the findings.

Event description:
The surgeon complaint that the catheter after zeroed several minutes later, the value became down after several hours to minus value and showed "---" at last, after several days there is no change on the monitor. The surgeon explanted and connect the catheter to the monitor at the air and still showed "---" and no change by using hand to give the sensor pressure. The catheter showed 3mmhg in the air.